Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support arranged for the replacement of the pump, instructing the customer to use multiple daily injections as a backup therapy. The customer was knowledgeable about handling the pump and was guided to return the malfunctioning device using a pre-paid label. A replacement pump was confirmed to be shipped following verification of the customer's address.